Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg was unable to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: material no: 928858 batch no: 8351995 verbatim: spouse called back to inform the dull needles found were when injecting into site and went in smooth into the vial. Lets alcohol dry before insert and using new needles all the time. Pharmacy said spouse of consumer called in to report, when her husband was drawing up his insulin, the needle hub separated from barrel of syringe. (1 syringe affected). Stated, he complained that syringes were "dull", (3 syringes affected). All 4 syringes came from same box. Incident dates, unknown spouse of consumer called back with the lot# 8351995. He uses the 3ml, 31g, 8mm needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8351995. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200799900] noted that did not pertain to the complaint. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg was unable to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: material no: 928858, batch no: 8351995. Verbatim: spouse called back to inform the dull needles found were when injecting into site and went in smooth into the vial. Lets alcohol dry before insert and using new needles all the time. Pharmacy said spouse of consumer called in to report, when her husband was drawing up his insulin, the needle hub separated from barrel of syringe. (1 syringe affected). Stated, he complained that syringes were "dull", (3 syringes affected). All 4 syringes came from same box. Incident dates, unknown. Spouse of consumer called back with the lot# 8351995. He uses the 3ml, 31g, 8mm needles.